Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead repeatedly dislocated and it was noted there was placement difficulty due to the anatomy of the patient. The rv lead was replaced. No patient complications have been reported as a result of this event.